Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 438 mg/dl. Customer stated that inserted a sensor and it won't calibrate. Customer stated that blood glucose was sky high because they just had surgery on their hand. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declines troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.